Manufacturer narrative:
B3/d10: the event occurred on an unspecified dates the week before the issue was reported on (B)(6) 2025. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink system continu-flo solution sets leaked from the same port. The drug leaked out of the port directly below the drip chamber; the leak was dynamic and only a few drops of drug was lost. This was observed during patient infusion with zoledronic acid and tocilizumab. The port was capped to resolve the issue and treatment was able to be completed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between 04/14/2025 and 04/15/2025. H11: two (02) actual devices were received for evaluation. Visual inspection of the actual samples did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage under water testing were performed; a leak was observed at the third y-site clearlink. As per the autopsy of the clearlink, a damaged gland (hole at the gland) was identified. The reported condition was verified. The cause of the condition is related to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.